Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in a clinical low-add study of both optics. It was stated at 1 week post-op visit on (B)(6) 2013 of the left optic, the patient presented with symptoms of blurry, ghosting vision in the left eye. Patient was noted to have uncorrected visual acuity of 20/28. During the follow up visit of the patient's right eye, the patient complained of continued blurriness and decreased vision of the left eye. Snellen visual acuity was reported to be 20/50. The physician performed a slit lamp exam and noted cystoid macular edema (cme) of the patient's left eye. The patient was switched from predforte to durezol three times a day (tid). During the next office visit, on (B)(6) 2013, subject reported having decreased and blurred vision in the left eye. His visual acuity decreased to snellen 20/100. Retina specialist confirmed the presence of cme in the left eye and switched durezol back to predforte to be instilled every 2 hours. Clarification indicated that the complaint is for the left eye only. The investigator noted that the cme (cystoid macular edema) is not to be related to the intraocular lens and probably related to the operative procedure.

Manufacturer narrative:
Additional data reported by the clinical study physician noted that the diagnosis of cystoid macular edema (cme) in the patient was not related to the intraocular lens (iol). The cme occurred (B)(6) 2013 with treatment by the retina specialist of a subtenon kenalog injection on (B)(6) 2013. The manufacturing records were reviewed with all process operations in compliance. No deviations or non-conformances (ncr) were generated. In manufacturing, lenses are measured for iol diopter power, resolution, and contrast and at the final inspection process, the lenses are 100% inspected at (B)(4) microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection and any defects on the lenses that do not meet the criteria specifications are rejected. The manufacturing record and related documents showed that the production order was manufactured according to specifications. Expiration date: 05/23/2015. Device manufacture date: 05/23/2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2013. All pertinent information available to the manufacturer as been submitted. Placeholder.